Manufacturer narrative:
Based on the customer allegation provided in mhra report the event was related to a use error. The incorrect sling size was used for the patient. After the event the arjo representative visited the facility to gather additional information regarding the event circumstances, it was confirmed that the sling did not have any malfunction and was compatible with the lift. The patient went to a local care home after the event. Therefore customer was not able to provide information regarding the patient's weight and size. Also, the customer confirmed that the patient became agitated during the transfer. It appears that staff to avoid the incident occurring when the patient became agitated started to pulling his legs up and wriggling within the sling by maneuverings the hoist over the patient's bed initially and subsequently attempting to lower it closer to the floor to mitigate any risk to the patient. To sum up, the arjo lift and arjo passive sling were used as a system for a patient transfer when the patient fell out of the device and sustained a serious injury, and from that perspective, the system failed. The complaint was decided to be reportable due to allegation that the patient slip out of the sling.

Event description:
On 14 april 2023, arjo was notified by the medicines & healthcare products regulatory agency of a customer-reported incident (mhra reference number: 2022/010/010/596/006 ) involving the maxi twin passive floor lift and arjo sling. It was reported that a patient was transferred from a bed to a chair. The patient started to wriggle in the sling and the positional changes were noticed. It was reported that a patient slipped through the sling due to a user error. The customer stated that the patient was transferred with the incorrect size of the sling (one size too large). As a consequence of the event, the patient sustained head injuries resulting in hematoma, an injury required staples. The event happened in september-2022. The customer did not report the event to arjo.

Manufacturer narrative:
Additional informatio will be provided upon investigation conclusion.

Event description:
The patient was transferred from a bed to a chair. The patient started to wriggling in sling and positional changes noticed. As a consequence the patient slipping through sling and sustained head injury which required staples.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will b provided pon investigation conclusion.